Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that white dust was found on the sterile packaging before entering the sterile field. The cup was not used due to the surgeon concerns for sterility. There was no patient involvement. Attempts have been made and no further information has been provided.